Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose levels were reported. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing it was concluded that the device operated within specifications.